Event description:
The customer alleged that her blood glucose was tested using her contour meter and a lab meter. She was unable to provide the readings, but stated that the contour read 158 m/gdl higher compared to the other meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.